Event description:
It was reported an issue with optilene suture. The client reported that the needle had detached from the thread prior to use on the patient. The client reported that this happens frequently in the last 5 days. The suture was to be used in breast replacement. There is no harm to the patient. No further information was provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue, closed as not confirmed because no samples were received for analysis either. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have only received a picture showing a sample with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there was an incidence during the process regarding the same issue, but the product was released fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: although a picture is received, without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.